Event description:
Patient developed an infected pod site while wearing it between 49 and 71 hours. The site was painful with elevated blood glucose levels reaching up to 16.7 mmol/l (300.6 mg/dl) despite bolusing. Upon removal, a large red welt with pus and warmth was observed. The legal guardian contacted the healthcare providers; no prescription was initially given. The patient later visited the hospital and was prescribed clindamycin lotion, the pod was not worn during the medical visit due to the infection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported pain during insertion.